Event description:
The micro saggital saw was returned for service. Upon eval at the MFR, it was found to run w/o user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor, rotor and press plug.